Event description:
Patient reportee that their one touch ultra test strips were damaged. There is no further information provided regarding that. Patient had also reported a comparision done with different results in the form of a range such as "220-280 and 140-160. The test strips used had not been expired or stored incorrectly. This case is reported as a strip malfunction due to damaged test strips.